Manufacturer narrative:
Solta has confirmed with the distributor that the clinic was not their customer and the flx had not been purchased from regular channels. Additional product and treatment information was requested, but not received. No product was returned for evaluation. Blistering is a known possible patient reaction to flx treatment per thermage flx system user manual (p009418-04 rev. A). Based on the lack of information, no causal factors can be determined and no conclusion can be drawn. Trending will be performed to monitor this issue. No further action is required at this time.

Manufacturer narrative:
Correction to b5 date of this report. Correction to g4 date received by manufacturer.

Manufacturer narrative:
The tip and data log file are unavailable to be returned for evaluation. Based on all available information, no causal factors can be determined, and no conclusion can be drawn.

Event description:
A patient reported that after receiving a thermage treatment on the face and eyes, blisters appeared on their left cheek and both eyelids. The patient was admitted to a hospital where treatment was received. The doctor pricked the blisters and applied and an unknown burn ointment. The patient stated that the scabs are recovering and it is unknown whether there will be any permanent damage or scaring. Photographs of the patient are unavailable.